Event description:
A physician reported that on (B)(6) 2022, surgimend was used for a breast reconstruction in a 40-year-old female patient with recurrent phylloides tumour in the left breast. She underwent near total mastectomy and surgeon had performed an implant-based reconstruction with a silicon breast implant and the adm surgimend. She was discharged on (B)(6) 2022. She was on a regular follow up and the wound appeared to be healing well. On (B)(6) 2022 she had come in for a wound inspection and everything was all right. On (B)(6) 2022, she reported to the clinic with a slight discharge from the wound. It was noticed a small dehiscence of the wound with the implant exposed. The surgeon operated on her (B)(6) 2022. On the operating table, surgical site was exposed. The findings were that the entire surgimend had been absorbed and there was no trace of surgimend at all. The silicone implant had to be removed and do a primary closure over the drain. This failure of the surgimend to provide adequate cover over the implant has caused a great deal of trauma to the patient. In addition, there were no trauma or any contributing factors. The patient had a smooth post-operative recovery. She was on regular follow up twice a week in the outpatient clinic. No associated co morbidity with the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined, however, a review of the complaint determined the probable cause to be a result of the device being implanted in an area with infection is likely causing wound discharge, dehiscence and fast resorption of surgimend: per the IFU ¿surgimend should be used with caution in regions where infection exists or is suspected. Treat any existing infection appropriately. If used in contaminated or infected wounds, collagen-based implants can weaken or break down.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.